Event description:
Lactosorb pectus stabilizer, pectus bar & metal pectus stabilizer were implanted on (B) (6), 2008. The patient was diagnosed with a seroma and infection, and had to under go a revision surgery to remove a broken lactosorb pectus stabilizer on (B) (6), 2008.

Manufacturer narrative:
Current information is sufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore a facility medwatch report will not be available.